Event description:
Reportedly, the programmer head recognition failed, the keyboard did not work and the programmer froze unexpectedly during interrogations.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer head recognition failed, the keyboard did not work and the programmer froze unexpectedly during interrogations.